Event description:
The healthcare professional reported that during a thrombectomy procedure targeting an m1 occlusion, the 132cm large bore catheter 71 (lbc) (ic71132ug / 30526888) was advanced through the 6fr flexor® shuttle® guiding sheath (cook medical) over a rebar¿ 18 microcatheter (medtronic) and synchro2¿ standard guidewire (stryker) to the m1 for clot removal. During the advancement through the internal carotid artery (ica), the physician felt that it was hard to advance the lbc after multiple attempts. He struggled to withdraw the lbc as well. Upon removal from the shuttle guiding sheath, he observed that the distal end of the lbc catheter had kinked and stretched. The physician then pulled a second lbc catheter, another 132cm large bore catheter 71 (lbc) (ic71132ug / 30526886), and the exact same scenario as with the first lbc catheter occurred. The physician then proceeded with an ace¿ 60 reperfusion catheter (penumbra), which was not able to reach the clot in the m1 segment. The physician then advanced the synchro guidewire and the rebar 18 microcatheter into the m1, removed the synchro guidewire and advanced a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) into the clot. The physician tried to advance the ace 60 reperfusion catheter with the embotrap iii device deployed but was unsuccessful in advancing the ace 60 reperfusion to the face of the clot. The procedure was completed after this final pass. There was no patient adverse event or patient complication reported. On 15-jun-2022, a response from the cerenovus representative stating that there was no performance issue or device malfunction associated with the embotrap iii device. It was reported that the embotrap iii device performed ¿perfectly.¿ on 21-jun-2022, additional information was received. The information included two images that captured the vessel tortuosity, the acute bend in the distal cervical ica segment. The information indicated that the physician was attempting the adapt (direct aspiration first pass technique) first then switched to stent-retriever with co-aspiration if needed, which in this case, it was. It is unknown in this instance, if the large bore catheters (lbc) devices were advanced with the wire and the microcatheter, but it was reported that the physician typically does advance over the microcatheter and wire. There was no damage noted on the 6fr cook shuttle. There was no device performance issue / malfunction associated with the embotrap iii device. The information also clarified the statement documented in the complaint, ¿the et iii was used and deployed but unsuccessful in advancing to the face of the clot.¿ the clarification is as follows: ¿the rebar 18 microcatheter tracked to the clot over a synchro wire which was removed and replaced with the etiii. The embotrap was deployed within the clot, he then tried to advance the ace 60 to the face of the clot but was unsuccessful in doing so. The embotrap performed perfectly.¿ with this successful deployment within the clot, it was the final pass and the procedure was completed. It was unknown if continuous flush was maintained through the microcatheter. The information indicated that there was a delay due to the two (2) unsuccessful attempts to navigate the lbc to the face of the clot. The duration of the delay was not reported, but it was not deemed clinically significant and there was no patient adverse event.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The two images were reviewed by underwent independent physician review on (B)(6) 2022. The results of the physician review are documented as follows: ¿the description of the case suggests an anatomical obstruction which can either be an acute loop in the artery or vasospasm. The images provided show indeed both and this may have caused the catheter to be ¿fixed¿ and difficult to remove. Depending on how much forward pressure was delivered, there is a chance that the lbc will kink. The fact that all three catheters were unable to pass (lbc 2x, ace 60) support the anatomical challenge. Investigation of the lbc device may help understand how and where the kinking took place.¿ physician name and date reviewed: patrick a. Brouwer, md, neurointerventionalist. 04-jul-2022. A review of manufacturing documentation associated with this lot (30526886) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00444. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting an m1 occlusion, the 132cm large bore catheter 71 (lbc) (ic71132ug / 30526888) was advanced through the 6fr flexor® shuttle® guiding sheath (cook medical) over a rebar¿ 18 microcatheter (medtronic) and synchro2¿ standard guidewire (stryker) to the m1 for clot removal. During the advancement through the internal carotid artery (ica), the physician felt that it was hard to advance the lbc after multiple attempts. He struggled to withdraw the lbc as well. Upon removal from the shuttle guiding sheath, he observed that the distal end of the lbc catheter had kinked and stretched. The physician then pulled a second lbc catheter, another 132cm large bore catheter 71 (lbc) (ic71132ug / 30526886), and the exact same scenario as with the first lbc catheter occurred. The physician then proceeded with an ace¿ 60 reperfusion catheter (penumbra), which was not able to reach the clot in the m1 segment. The physician then advanced the synchro guidewire and the rebar 18 microcatheter into the m1, removed the synchro guidewire and advanced a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) into the clot. The physician tried to advance the ace 60 reperfusion catheter with the embotrap iii device deployed but was unsuccessful in advancing the ace 60 reperfusion to the face of the clot. The procedure was completed after this final pass. There was no patient adverse event or patient complication reported. On 15-jun-2022, a response from the cerenovus representative stating that there was no performance issue or device malfunction associated with the embotrap iii device. It was reported that the embotrap iii device performed ¿perfectly.¿ on 21-jun-2022, additional information was received. The information included two images that captured the vessel tortuosity, the acute bend in the distal cervical ica segment. The information indicated that the physician was attempting the adapt (direct aspiration first pass technique) first then switched to stent-retriever with co-aspiration if needed, which in this case, it was. It is unknown in this instance, if the large bore catheters (lbc) devices were advanced with the wire and the microcatheter, but it was reported that the physician typically does advance over the microcatheter and wire. There was no damage noted on the 6fr cook shuttle. There was no device performance issue / malfunction associated with the embotrap iii device. The information also clarified the statement documented in the complaint, ¿the et iii was used and deployed but unsuccessful in advancing to the face of the clot.¿ the clarification is as follows: ¿the rebar 18 microcatheter tracked to the clot over a synchro wire which was removed and replaced with the etiii. The embotrap was deployed within the clot, he then tried to advance the ace 60 to the face of the clot but was unsuccessful in doing so. The embotrap performed perfectly.¿ with this successful deployment within the clot, it was the final pass and the procedure was completed. It was unknown if continuous flush was maintained through the microcatheter. The information indicated that there was a delay due to the two (2) unsuccessful attempts to navigate the lbc to the face of the clot. The duration of the delay was not reported, but it was not deemed clinically significant and there was no patient adverse event. The two images were reviewed by underwent independent physician review on 04-jul-2022. The results of the physician review are documented as follows: ¿the description of the case suggests an anatomical obstruction which can either be an acute loop in the artery or vasospasm. The images provided show indeed both and this may have caused the catheter to be ¿fixed¿ and difficult to remove. Depending on how much forward pressure was delivered, there is a chance that the lbc will kink. The fact that all three catheters were unable to pass (lbc 2x, ace 60) support the anatomical challenge. Investigation of the lbc device may help understand how and where the kinking took place.¿ physician name and date reviewed: (B)(6), md, neurointerventionalist. (B)(6) i2022. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 132cm large bore catheter 71 (lbc) was received contained in the decontamination pouch. Visual inspection was performed. The presence of the hydrophilic coating was confirmed. One area was observed stretched in the braided mesh starting at 2 inches until 3.7 inches from the distal end. One compressed area was observed in the braided mesh at 4 inches from the distal end. There were three (3) kinked areas observed on the body of the device; the first one was at 3.25 inches, the second at 28.5 inches, and the third at 43.5 inches from the proximal end. Further inspection was performed under microscopic magnification, which revealed that as a result of the observed stretched area, the mesh structure was exposed. The coating was observed to have a torn appearance. The catheter was then flushed to check for possible leaks, but there was no leak observed. The outer diameter (od) of the undamaged section of the device was measured and confirmed to be within specification. The issue reported in the complaint that the physician felt that it was hard to advance the lbc could not be duplicated in the lab since such issue is most likely related to the patient¿s anatomy, device manipulation, and/or device selection. The review of the procedural images suggested patient and anatomical factors ¿the description of the case suggests an anatomical obstruction which can either be an acute loop in the artery or vasospasm.¿ which might have contributed to the tracking difficulty as reported in the complaint. It is possible that in attempt to overcome the reported resistance encountered, undue force may have been inadvertently applied, resulting in the catheter becoming kinked. Similarly, the withdrawal difficulty documented in the complaint is most specific to the patient at the time of the procedure, but the stretched appearance of the returned lbc seems to be a translation of the difficult to withdraw the device. The reported issue related to the difficulty to advance the catheter through the ica and the catheter kinking were confirmed based on the three (3) kinks noted on the catheter. The reported issue related to the withdrawal difficulty and catheter stretching was confirmed based on the stretched portion noted on the catheter. The compressed condition noted in the returned catheter was not originally reported in the complaint, and the exact timing when this condition occurred cannot be determined since it could have contributed to the issues encountered during the procedure or could be related to post-operative factors. There is no indication that the issue reported in the complaint is the result of an inherently device-related defect. A review of manufacturing documentation associated with this lot (30526886) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following precautions: ¿ carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a device that has been damaged in any way; replace with another large bore catheter. A damaged device may cause complications. ¿ exercise care in handling the large bore catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00444 and 3008114965-2022-00445. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 08-aug-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00444. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.